Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented issue with settings and also had no phacoemulsification. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information has been received clarifying that the console primed and tuned as expected but when the surgeon went into the phacoemulsification mode, the system would not function at all. They exchanged the handpiece and this did not resolve the issue, so they replaced the console and completed the procedure. There was no patient harm.

Manufacturer narrative:
The company service representative, examined the system, but did not confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).